Event description:
Customer reported: "broke nipple on connector going to fill port of the safety disk." Incident occurred prior to use on a pt.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: broken fill port connector replacement was mailed and some spares. (B)(4).